Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm micl 12.6 implantable collamer lens but had an insertion issue. There was patient contact but no injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information - the reporter stated upon insertion of the lens, the surgeon did not like how the haptic looked. The backup lens was implanted.